Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the programmer and recharger would not locate the implant. The hcp said the last recharge was on (B)(6) 2018 at their appointment. No symptoms or further complications were reported.